Manufacturer narrative:
Concomitant products: 250ml excel container, lot # j5n195, 0.9% sodium chloride injection usp; 150ml b. Braun pab container lot # j6c711, exp. 06/17 vidaza 183mg in 0.9% nacl ; therapy date: (B)(6) 2016. The customer's report of a flow issue was confirmed during functional testing. Review of the pcu event log that shows that at 10:13 am on (B)(6) 2016, the pump module was programmed for a basic primary infusion at 100ml/hr, and a secondary infusion of iron sucrose 200mg/100ml at 92.3ml/hr. The infusion was briefly paused and restarted; the secondary infusion was then stopped and the primary infusion was started at 50ml/hr, and ran until 11:04 am when the device was channeled off. Functional testing found the pump module to be delivering fluid within specification. Upon further investigation, functional testing was performed on the primary and secondary sets received from the customer. Backflow was observed from the secondary set into the primary set, past the primary set's check valve. Backflow from the secondary into the primary is most likely why the secondary appeared to complete after only 11 minutes. The cause of the flow issue was identified as backflow into the primary set due to a non-functioning check valve. Root cause of the non-functioning check valve was not identified.

Event description:
The customer reported that venofer 200mg, was programmed to infuse at 92.3 ml/hr with a volume of 150 ml. After 11 minutes, it was noted that the infusion was complete. The patient did complain of a headache. There is no report lasting patient harm.